Event description:
It was reported the siderail latch assembly was broken which prevented the siderail from being locked in an up position. It was also reported the siderail toprail cracked resulting in a sharp plastic edge. No adverse consequences reported.